Event description:
Clinical information: crd_964 - catalyst ide study, patient site ID: (B)(6). It was reported that on (B)(6) 2025, a 22mm amplatzer amulet left atrial appendage occluder was chosen for a left atrial appendage (laa) closure procedure using a 12f amplatzer torqvue 45x45 delivery sheath. The laa measuring for amulet device sizing was determined by 2d transesophageal echocardiogram (tee/toe). The laa depth was 25.2mm. The left atrial pressure was 14mmhg and the activated clotting levels (act) were 254s. During procedure, the patient went into atrial fibrillation (afib) with rapid ventricular response (rvr) and amiodarone drip was used for treatment. The amulet was successfully deployed in the laa and required prolonged hospitalization due to this event.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
There was no reported device malfunction associated with the amplatzer amulet. An event of atrial fibrillation, and ventricular fibrillation were reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Additionally, a review of the complaint history identified no other complaints reported from this lot. Based on the information received, the cause for the reported atrial fibrillation, and ventricular fibrillation could not be conclusively determined. The reported unexpected medical intervention and hospitalization were the result of case-specific circumstances, as amiodarone drip was used for treatment and required prolonged hospitalization. There is no indication of a product quality issue with regards to manufacture, design, or labeling.